Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events of dehydration, diarrhea, high blood pressure, mitral regurgitation, and tricuspid regurgitation could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow hazard alarms. According to the account, these alarms were caused by a combination of decreased fluid intake, diarrhea, and possible high blood pressure. The patient's mean arterial pressure was 72-85. The submitted system controller event log file contained events from (B)(6) 2025, per the timestamps. Multiple, transient low flow hazard alarms were captured between (B)(6) 2025. It should be noted that elevated pi values were observed during the low flow events. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the file. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having low flow alarms, started on (B)(6) 2025 night. It was thought to be dehydration, but it did not change with fluid challenge. Flows had been decreasing and pulsatility index (pis) were increasing. Echocardiogram (echo) was being completed now. Mean atrial pressure (map) was 72-85. The log file captured low flow events on (B)(6) 2025. The cause of low flow was determined to be combination of decreased fluid intake, diarrhea and possibly higher bleed pressure (increase in pis at the time). Echo results showed that the patient had severely dilated with moderate systolic dysfunction, flail anterior mitral valve leaflet with severe mitral regurgitation, and mild to moderate tricuspid regurgitation with implantable cardioverter-defibrillator (ICD) lead in right ventricle. The patient was administered increased fluids and titration of beta blocker. The patient was in bed, asymptomatic, warm, and well perfused with stable lactate.